Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find below the conclusion of the analysis: minute ventilation (mv) signal oversensing (8 hz atrial noise signals) was observed on the atrial channel in mode switch episodes recorded in the device memory. This issue is triggered by the detection of the 8 hz minute ventilation sensor current pulses. This form of noise / oversensing is likely attributed to an atrial lead issue manifesting itself in the form of a high impedance (atrial lead integrity issue or atrial lead connection issue) and/or a high polarization at the tip of the atrial lead. As the atrial lead is not returned, none of these potential causes could be attributed with certainty to this particular case. Based on available information, no anomaly is suspected with the pacemaker.

Event description:
A burst episode recorded the day after implant showing suspicion of mv oversensing